Manufacturer narrative:
(B)(4). Additional information: the 5dcs instrument was returned in good physical condition. The shrink tube was inspected and no tears were noted; no anomalies with the device were observed. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a digestive procedure, the protective sheath of the endoscopic scissors for single use is quickly defective. "She" cut at 2mm of the distal tip. There was a risk of burn for the patient; but there aren¿t consequences to the patient. Another like device was used to complete the procedure.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: was insulation on sheath of device damaged?